Manufacturer narrative:
The field service engineer checked the analyzer. The vacuum line was flushed after dripping was observed during reagent priming. Ise checks were performed and the results met specifications. The customer ran calibration and controls; the results met specifications. The last calibration performed on 16-nov-2022 was ok. Upon review of control data, results were outside of the 2 standard deviation range. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were deemed correct. The first patient sample initially resulted in a na value of 133 mmol/l, which repeated as 138.91 mmol/l. The second patient sample initially resulted in a na value of 134 mmol/l, which repeated as 139.21 mmol/l. The third patient sample initially resulted in a na value of 133 mmol/l, which repeated as 138.40 mmol/l. The na electrode lot number and expiration date were requested, but not provided.